Manufacturer narrative:
Further information from the reporter regarding event, and patient details has been requested. No additional information is available at this time. The event of "discomfort" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Method of use-posology ¿ remove tip cap by pulling it straight off the syringe. Then firmly push the needle provided in the box into the syringe, screwing it gently clockwise. Twist once more until it is fully locked. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, and pulling the two hands in opposite directions. Prior to injecting, depress the plunger rod until the product flows out of the needle. Inject slowly and apply the least amount of pressure necessary. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional (hcp) reported event occurred during an injection of juvéderm® voluma¿ with lidocaine to the periosteum at the pre-jowl sulcus. "On gentle aspiration, the plunger of the syringe detached and the needle advanced, which caused discomfort to patient." Hcp went on to report: "it was difficult to pull the needle out but it came out in one piece. I was then unable to use the syringe which had 0.3ml left in it. I then had to open a new syringe to complete the [injection]." No treatment was required. "Patient had no complaints post procedure".

Manufacturer narrative:
Device evaluation: 1 empty syringe of 1.0ml received in an opened pack with an opened tray. With cap and without needle. The plunger rod is disconnected.

Event description:
Healthcare professional (hcp) reported event occurred during an injection of juvéderm® voluma¿ with lidocaine to the periosteum at the pre-jowl sulcus. "On gentle aspiration, the plunger of the syringe detached and the needle advanced, which caused discomfort to patient." Hcp went on to report: "it was difficult to pull the needle out but it came out in one piece. I was then unable to use the syringe which had 0.3ml left in it. I then had to open a new syringe to complete the [injection]." No treatment was required. "Patient had no complaints post procedure".